Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the priming process was little louder with vibration. Customer¿s blood glucose level was unknown. Customer also reported no delivery alarms. The customer declined the troubleshooting. The device will not be returned for analysis.